Manufacturer narrative:
Findings: unit received with intermittent buttons due to flattened esc, act, up arrow and down arrow dome switches (no creased). Unit received with cracked case at reservoir tube lip. Unit received with minor scratched lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that button were hard to press. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.